Event description:
The reported description of this complaint notes there was a patient monitor speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes there was a patient monitor speaker malfunction. No patient harm was reported. The available information does not allow for determination of whether audio was functional for this monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.